Event description:
Customer reportedly obtained results of 2.6 inr on the coaguchek xs system and 1.9 inr on a comparison lab. Coumadin was increased based on lab result. No adverse event reported. Requested return of suspect system and replacement sent.